Event description:
Removal of tmj, inc. Fossa eminence device due to pain and mandibular dysfunction. Device was implanted in 2003, and pt noticed increasing bilateral pre-auricular pain that prevented her from singing in her choir. Any movement of her lower jaw is painful.